Event description:
The customer reported a system error message displayed works not compatible with generator. The fe confirmed the system was unable to boot fully. There is no report of death or serious injury associated with this complaint. In...

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ffb pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.